Event description:
During electrophysiology study and ablation procedure, catheter connected to monitor and displayed artifact and blurry images. Catheter removed and new one used without any problems. No patient harm.